Manufacturer narrative:
(B)(4). The analysis results found that the tlc10 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired and in the locked position. The anvil half and channel half were not properly assembled as the firing knob was advanced not allowing the device to close properly, this condition is consistence with an improper device handling. It should be noted that the firing knob must be in its home position ¿returned knob here¿ in order for the device to properly close. The knife was retrieved by returning the knob back to its home position. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni.

Event description:
It was reported that during an open gastrectomy, the knife was protruded from the beginning. Another device was used to complete the case. There were no adverse consequences to the patient.